Event description:
Info received that the head hi-low had slow drift down. No injury alleged.

Manufacturer narrative:
Technician found bed in storage area, found drift downward on head hi/low due to bad head hi/low up valve, replaced the head hi/low valve to resolve this issue.